Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this left ventricular (lv) lead experienced severe diaphragmatic stimulation during lv pacing. Moreover, all vectors were tested to minimize diaphragmatic stimulation, however all pacing vectors were still causing patient discomfort. The lead was surgically abandoned, and new lead was implanted. No additional adverse patient effects were reported